Event description:
It was reported that the device was over temp. No additional information.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, front cover, line cord, and tank cover. Functional testing found the over temp alarm setting somehow got out of calibration and alarmed immediately. However due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the device was over temp. No patient involvement.